Manufacturer narrative:
Device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify displayable history crc check failed on startup alarm due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error and motor position encoder error alarm during basal. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer reports the drive support cap appears normal. Customer stated that the insulin pump not exposed to magnetic resonance image. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.